Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient's mother reported the meter display has a thin vertical line on it; the pump and meter are not communicating. No information regarding misinterpretation. No adverse event reported related to the meter. Requested return of the alleged pump and meter for evaluation.